Event description:
It was reported that a patient presented to the hospital with discomfort due to congestion. Upon examination, the patient was found to have an infection, and blood tests were already taken. The patient's right ventricular (rv) lead was explanted on (B)(6)2022. The patient was recovering and no additional patient consequences were reported.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device